Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone coming from their device. Upon interrogation, it was noted that the alert was a magnet tone. The device is still in use. No patient complications have been reported as a result of this event.